Event description:
It was reported that there was a defect on the preloaded intraocular lens (iol). The issue was not due to use error. Balanced salt solution (bss) was used with no additives at room temperature. There were no delays in the surgery before an attempt was made to advance the lens. The lens was fully inserted and then cut out of the right eye and an unplanned incision enlargement was required. Another johnson and johnson iol was implanted as replacement (same model and diopter). No further information was provided.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture incision enlarged. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: sep 21, 2023. Section h3: evaluated by manufacturer: yes . Device evaluation: the complaint lens was received wrapped in gauze. No handpiece was received as part of this return. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, a scratch on where the spare tire and optic meet could be observed. The complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.